Manufacturer narrative:
This event is recorded by zimmer biomet under (b)(4 review of the most recent repair record identified the following related repair: tech confirmed the unit's comb was damaged but it was still able to pass the sample mesh test. The comb was replaced, the unit was calibrated, tested, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: country event occurred in - new zealand.

Event description:
It was reported that that the mesher was sent in for repair and it was observed that the mesher had a damage comb. No harm or delay were reported. Due diligence is complete. No additional information is available. No adverse event reported.